Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer¿s current blood level was 252 mg/dl. Customer was treated with manual injection. Customer stated that the there was no leak and air bubble. Customer had blood glucose level of 84 mg/dl. Insulin pump passed displacement test. Customer was not alleging insulin pump for under delivering. Insulin pump will be returned for analysis.